Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The impact study reported a patient supported by an impella 5.5 device experienced an access site hematoma. The principal investigator and abiomed safety stated the relationship to be probable. The impact forms state ¿in the morning of (B)(6) 2025 the patient reported a swelling at the access site. Surgical extirpation of a hematoma was performed¿. It was also reported from an impact study which stated the patient had bleeding at the access site. The impact forms state "new onset of bleeding at the impella implant site, surgical revision necessary". The patient continued on impella support and at time of this report remains on impella support with the same device.

Manufacturer narrative:
Correction report is being submitted as the adverse event of respiratory failure was erroneously reported and cerebral hemorrhage was unwittingly omitted as a reported. Consequently, corrections were made to section b5 to reflect the correct reported event details and h6 health effect: clinical/impact and medical device problem codes.

Event description:
Notifications were received from abiomed's impact and reported a patient undergoing high-risk coronary artery bypass graft surgery was implanted with an impella 5.5 for mechanical circulatory support. While on support, day 7, the patient experienced bleeding at the impella access site that required surgical revision. The following day a vascular access site had swelling, and a hematoma developed, which required surgical extirpation. Both access site bleeding and hematoma events were determined probably related to the impella procedure (however, unrelated to the impella device). The patient continued on support. The purge system composition was bicarb. Approximately 21 days later, the patient's condition became worse, and the patient was placed on veno-venous extracorporeal membrane oxygenation (vv ECMO). Impella performance level was at full support on p-9. The impella was noted to be running well on p-9 without incidents and pulmonary was secured with vv ECMO. Approximately two weeks later, the patient experienced a cerebral hemorrhage. The sedated patient was in a controlled coma, less brain activity. The cerebral hemorrhage event was determined possibly related to the impella device and the impella procedure. The patient ultimately expired two days later on support.

Event description:
Additional information was received. The patient was sedated and was in a controlled coma. There was less brain activity and the patient passed away while on impella support.

Manufacturer narrative:
The impella device was not returned, and the investigation has been completed. The device history review was completed and the pump passed all the post sterile inspection checks. The cause of the injury was not determined since the product was not returned and insufficient clinical details were provided. Sections b.2, b.5, d.6b, h.1 and h.6 were update due to new information received.

Manufacturer narrative:
B3: event date corrected. H6: f1901 code is no longer applicable to this report.